Event description:
Reportedly, the instrument did not fire. Tissue damage was reported and the pt status was okay. The surgeon used another device to complete the cause. Additional information received with the instrument: "the ta stapler did not complete the staple line. Increased monitoring / intervention was needed." Procedure: lobectomy.